Manufacturer narrative:
The correction was provided in g.3. The correct g.3 date of the initial MDR report submitted is 17-sep-2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number.   No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was disappointed with vision, could not see street signs, using mags for reading, also patient had some itchiness, fragment disruption, decrease intraocular pressure and some occasional spots of light. The doctor prescribed steroidal drops as a treatment to the patient. Early posterior capsule opacification (pco) was also reported. The patient underwent yag capsulotomy. No more information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by the surgical account manager that, the patient is very happy with the vision.